Manufacturer narrative:
On 17-sep-2020, the mentor failure analysis lab received the device for evaluation. On 23-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During a visual evaluation, an anomaly was observed in the anterior view on the device consistent with shell abrasion. Additionally, a tear was observed within the shell abrasion, measuring approximately 1.1 cm, also an anomaly was observed in the anterior and extending to the posterior view on the device consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: inflamed lymph node in left breast, bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction procedure with mentor memorygel breast implant 600cc gel breast prostheses developed an inflamed lymph node. The patient noticed a lump under her left underarm. The lump was confirmed to be an inflamed lymph node by ultrasound and mammogram. In addition, the imaging shows that the patient¿s left breast prosthesis has ruptured. Bilateral rupture was later confirmed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.